Event description:
The customer reported that the system would intermittently reset. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery needs to be replaced. The customer cancelled the service call.